Event description:
It was reported that a 51-year-old caucasian female patient underwent a breast augmentation surgery with implantation of an 560cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was undergoing a physical examination in which the medical professional noted the incision, where the right implant was placed, had reopened and the implant was ruptured. There was also a yellow-colored discharge from the patient¿s right nipple. As a result, the patient underwent removal and without replacement on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection, device extrusion, rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 13, 2022, mentor became aware that information was inadvertently missed. Paperwork received indicated the explantation date was (B)(6) 2022. However, an operative report was submitted that indicated the explantation date was (B)(6) 2022. As such the explantation date was updated to (B)(6) 2022. On (B)(6) 2022, mentor was notified that the patient underwent implantation with a right-sided 560cc mentor memorygel xtra breast implant to replace the previously explanted right breast implant on (B)(6) 2022. Manufacturer¿s reference number: (B)(4) in the first supplemental, d6b explantation day should have been updated to the (B)(6).

Manufacturer narrative:
On june 16, 2022, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection, leak test and microscopic examination of the device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed in accordance with mentor procedures, and it revealed two (2) tears (a and b) on the anterior view measuring approximately 0.7 cm (tear a) and 0.1 (tear b). No additional leaks were detected. Microscopic examination was performed on the edges of both tears (a and b), and parallel striations were found in an area of tear a, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of tear a could not be identified. In addition, parallel striations were found in the whole area of tear b. Based on the information currently available, microscopic examination in the tear b of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger-sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. Manufacturer¿s reference number: (B)(4).